Manufacturer narrative:
B3: month and day of event are unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported complaint was able to be replicated. The downstream occlusion (dso) seal was found to be degraded. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device has a bubbled dso. Issue was found during testing and there was no patient involvement.